Event description:
See initial report.

Manufacturer narrative:
H11 : a review of the device service history confirmed that no similar events have been communicated to livanova since device date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on the investigation findings, the root cause of the event is a jammed stirrer motor, likely exacerbated by the environmental conditions in which it operates, such as condensation, humidity, and elevated temperatures, or by exposure to disinfectants used during cleaning procedures, all of which may contribute to accelerated component wear. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater/cooler. The incident occurred in germany. A livanova field service engineer (fse) representative was dispatched to the facility and could confirm the reported issue. The failure was traced back to a defective stirrer motor, that was replaced. Then, the device passed successfully all functional tests. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about heater-cooler system 3t displaying an error message e07. The event occurred during priming. There was no patient involvement.